Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that there were bent pins on the patient pocket controller cable, which could not get full connection to batteries or patient cable. The controller was exchanged. Battery clip connections were also not functioning properly, extremely tight to connect. The clips were replaced. The issues resolved after the exchanges.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a bent pin was confirmed during evaluation of the returned heartmate 3 system controller (serial number: (B)(6); however, the reported event of the controller having a tight connection to battery clips was not. Upon arrival of the controller, one pin within the white power cable¿s connector was observed to be bent. It was noted that the bent pin pertains to the return voltage signal. This signal has a redundant pin that was not displaced. The pin was straightened to its appropriate position, and the controller was then functionally tested. The controller passed all testing procedures, and no atypical alarms were produced. Both power cables were then connected to multiple test battery clips without issue. The connector nut was threaded fully each time, and no increased mechanical resistance was observed. The downloaded log file contained information spanning approximately 2 days of patient use (B)(6) 2023 per the timestamp). Intermittently throughout the data, abnormal power cable disconnect alarms were observed on the white power cable. These events are consistent with the connection issue that the bent pin in the controller would have caused. The ability of the controller to operate the pump was not affected, as the pump maintained a speed above the low speed limit without issue while the driveline was connected. The root cause of the bent pin could not be conclusively determined. The root cause of the reported tight connection with clips could also not be conclusively determined. Provided information indicated that the battery clip connection was not as difficult after swapping the controller; it is unclear if this is related to the presence of the bent pin in the white power cable. Review of the device history record for the system controller, serial number (B)(6) , showed that the device was manufactured in accordance with manufacturing and quality assurance specifications. The heartmate 3 patient handbook (rev. D - section 5 ¿alarms and troubleshooting¿) covers all alarms (visual and audible) that are associated with the system controller, including power cable disconnect, and the actions to take if the alarms cannot be resolved. The heartmate 3 patient handbook (rev. D - section 6 ¿caring for the equipment¿) describes how to properly care for and clean all equipment, including the system controller and its power cables. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was further reported that after swapping the controller, the original clips fit much better. The clips were not exchanged.